Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional info become available and/or the devices be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with u.s. Durom cups where the initial implant date occurred after the relaunch of the u.s. Durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) consider this case as closed. (B)(4).

Event description:
The pt is purchasing a product liability claim arising out of the use of the durom acetabular cup. It ws reported that the pt received a durom u.s. Acetabular component 56/50 p on (B)(6) 2009 and a revision surgery is scheduled on (B)(6) 2013, due to pain and loosening.